Event description:
It was reported that the customer's insulin pump is cracked at the end cap. The customer's blood glucose reading was 339mg/dl. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a loose drive support disk.